Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced remote arm controller (rac) to resolve the issue. The system was verified and ready to use. Isi has not received the rac for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding two recoverable faults occurring. Tse reviewed the system logs an observed recoverable fault on both remote arm controller (rac)1 and rac2, as well as an error 41 occurring prior to the rac faults. The tse informed the customer that the site could disconnect surgeon side console (ssc) 1 or disable the master tool manipulator if prompted and confirmed that ssc2 had control of the instruments while the surgical procedure continued. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) I did receive a remote arm controller (rac) involved with this complaint to perform failure analysis. On the system logs, error 25722 was found indicating that the fault occurred in the field. Upon visual inspection, no issues were found related to the reported issue. The rac was installed on the golden system, was able to be programmed, and was power-cycled 10 times without error. Sine cycle was run for 10 minutes and passed without issue. The unit was tested using a surgeon side console, instruments were installed and the master tool manipulator (mtm) was able to move freely and intuitively. The event was confirmed based on error log review; however the issue was not able to be replicated during in-house testing.